Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with the packaging of the infusion set on (B)(6) 2025. The packaging was not sealed properly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01- (B)(4) - MDR 3003442380-2026-00158. Additional information - this MDR is being submitted to include the below: d2: common device name d4: model number, serial number, lot number, primary unique device identifier (UDI) number, expiration date h4: manufacturing date h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 26/mar/2026 against "lot number" "6011992" and similar malfunction codes: primary pack defect- torn, ripped, contains holes, primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld). The review confirmed that lot 6011992 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 26/mar/2026 against "lot number" criteria equal "6011992" and similar malfunction codes: primary pack defect- torn, ripped, contains holes, primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g., water marks, stains) or product is trapped in packaging (e.g., trapped in weld). The count of complaints is 2. The complaints numbers are (B)(4). Device history record (DHR) review: the lot 6011992 was manufactured according to the work instruction (wi) version 82 and manufactured in the machine multivac 12, on 09/mar/2025 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6011992 and related malfunction codes for packing issues. Two complaints were identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.